Event description:
It was reported that during operation on the patient, the device started alarming and the screen was turned off. On the secondary display it was visible that the ventilation was still ongoing. No health consequences for the patient were reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service which found the cockpit unable to be powered on. The information including a video of the symptom was provided for further investigation. A log file could not be provided. According to the investigation results, the reported event could be confirmed. Since no log file was available the root cause cannot be clearly determined. If the power button does not respond, this indicates that a dependency for the poweron release is not present. This could be caused by a faulty or incorrectly plugged system cable or due to a failure on the service or basis board. The parts must be inspected and replaced, if necessary. A running ventilation is not affected by a cockpit failure and continues as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display and the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available. The device alarmed to inform the user about the issue. The ventilation was not affected. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during operation on the patient, the device started alarming and the screen was turned off. On the secondary display it was visible that the ventilation was still ongoing. No health consequences for the patient were reported.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.